Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 27 and 73 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to return any product.